Manufacturer narrative:
Since the original report was filed, the investigation into the limb ischemia, that required femoral bypass, and access site bleed has concluded. There was no product returned for analysis from japan. Only clinical details were shared for investigation. The cause of the limb ischemia was patient condition. Without product return, the cause of the access site bleed could not be determined. The failure modes will be monitored and trended.

Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported the patient developed limb ischemia during impella support. As a result, an fa bypass was performed to treat limb ischemia. Subsequently, access site bleed was noted. As a result, an unknown amount of blood products was administered. No further information was provided.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2021-01107 was provided. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
Additional information reported the patient suffered from renal failure and thrombocytopenia. It is unknown how hemostasis was achieved. Survival outcome at explant noted the patient expired and no causal relationship with the impella. The heart did not stand up well, leading to multiple organ failure. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).